Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted on (B)(6) 2015, the rv pacing impedance spiked to 2992 ohms from a trend in the 400-500 ohms range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a suspected lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.